Event description:
It was reported that during a rectum resection procedure, when stapler was used, the proximal line of reloads (two lines from four) were present after use, the distal reloads were completely missing. It is suspected that reloads were originally missing from distal part. The missing distal suture was completed manually. There was some delay, amount of time not specified. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the cr40g cartridge was received in good visual conditions. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2014. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.